Manufacturer narrative:
The complaint device is not available for a physical evaluation. However, fiberwire is not intended to be used with gii anchor and per IFU orthrocord should be used. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint from the same facility for this lot of devices that were released to distribution. At this point in time, no further action is warranted. The complaint rate was reviewed against the risk analysis and is well within the expected rate. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
New mitek gii anchors were loaded with arthrex fiberwire suture. The customer used 4 implants from same lot number as the remaining on shelf, now sent in as a complaint, on all 4 the suture broke very easily without any unusual extra force applied. Additional information was received via email from the affiliate on 12-13-2016. Both sutures initially broke on two of the gii anchors. The surgeon then used another gii anchor and loaded fiberwire to complete the procedure which took less than 30 minutes. As reported in the first complaint (B)(4) a new bone hole was made to complete the procedure.